Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.

Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance was noted. The index procedure treated two target lesions; the first being a de novo 90% stenosed and moderately calcified 2.5x12mm lesion located distally in the left anterior descending (lad)artery. Treatment consisted of pre-dilation with a maverick 2.5x12mm balloon and the placement of a 2.5x16mm taxus liberte drug-eluting stent deployed at 12 atm's with 0% residual stenosis. The second target lesion was a de novo 60% stenosed and moderately calcified 3.75x20mm lesion located in the mid lad. Treatment consisted of pre-dilation with a maverick 2.0x12mm balloon and the placement of a 3.5x24mm taxus liberte drug-eluting stent deployed at 16 atm's with 0% residual stenosis. The target vessel was moderately tortuous and balloon withdrawal resistance was noted during the procedure. The patient was discharged one day post procedure on aspirin and clopidogrel. No patient complications were reported.